Event description:
Decline in patient's hearing performance was observed by the guardians. Problems of external devices were excluded and no trauma was reported.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to received information, the device was explanted due to active electrode migration, as confirmed by diagnostic imaging. Furthermore, during explantation surgery, it was observed that the electrode array was in the tympanic cavity. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
A CT scan showed extrusion of the active electrode array. The patient has been re-implanted. As per the device explantation report form, the electrode array was found in the tympanic cavity.

Manufacturer narrative:
(B)(4). The device has been explanted and should return to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.